Event description:
3 days after initial set up - pt's boyfriend was unable to awaken - pt didn't respond to pain. Ambulance was called. Disconnected by paramedics and thrown to dresser - cassette dipped out - unable to tell how much infused - pt awoke in ambulance. Unclear as to why the event happened.